Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, the customer has to plug the pump in a certain position within the usb port in order to successfully charge. There was no reported impact to the customer¿s blood glucose. The contact declined to provide additional information regarding the event and declined a follow up from tandem technical support.